Manufacturer narrative:
A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: (B)(6). The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the groin was favorable. The angio-seal footplate did not release on clicking and the whole device came out when they pulled it back. Compression was applied and confirmed on doppler that the artery was fine and that there was no foreign body in the artery. Later they cut the angio-seal and confirmed that the footplate and plug were still inside the angio-seal shaft. Hemostasis was successful with manual compression and the patient was fine. Additional information was received on 19mar2024: there was no harm to the patient.